Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient presented with dislocation. Surgeon proceeded with a constrained liner and cemented into a competitor shell. Placed new 28 v-40 head on proximal femoral stem.